Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 217 mg/dl and numbness on feet. Correction boluses were delivered and a 125 % temporary rate was set to address bg. A system check was performed and resume pump alarms were found in pump history. Customer did not acknowledge that insulin deliveries were terminated by customer resulting in the resume pump alarms. Reportedly, the customer continued to use the pump for insulin therapy and also had alternate insulin therapy available.